Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2025. On 05/17/2025, it was reported that the patient uses tandem tslim reportedly not in modified closed loop. The insulin pump screen and the g7 app were reading 70 mg/dl all day. While she did not verify her readings with a fingerstick, she did eat something to increase her sugar. On that same afternoon, she started to throw up. So, she just rested for a while and changed the sensor at 7pm. Following the sensor change, her symptoms persisted, and she ultimately decided to, seek further medical attention. Patient had he inserted the new sensor on (B)(6) 2025 around 7pm. It started reading "high" and would not drop. She then made the decision to go to the emergency room (ER) at 9pm to find out what was going on. They checked her blood sugar meter at the ER, and it read high. The pump and cgm were not examined. The patient was given 20 units of lispro insulin in the emergency room. She had an IV line inserted, an EKG performed, and a urine sample collected. A few minutes after, her sugar was checked, and it was right under 500 mg/dl. She was told she would be fine at 500 mg/dl. So, she was discharged at 11:00pm and went home and rested for a while. Reading started to drop to 40 mg/dl, and so she thought she was fine. She ate chicken soup, and after 15 minutes the readings started to come up again at 315 mg/dl, and she threw up again. Although the patient admitted that the bgm was reading high (315mg/dl), so did the pump, and the cgm was reading "high." The call ended with the cgm reading "high." The patient was fine at the time of the call. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.